Event description:
Boston scientific received information that this brady lead was an attempted implant. The physician decided to reposition the lead to obtain better threshold measurements but then the helix did not re-extend. No adverse patient effects were reported. This lead was never in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned with helix retracted upon visual inspection. Dried blood past the helix up through the lumen and the insulation twisted between the anode ring and the helix housing was observed. The cathode coils were also noted to be fractured from the terminal pin. It passed the stylet insertion test but not the continuity test with manipulation. No further analysis was done.